Manufacturer narrative:
While troubleshooting a "cuvette cartridge out of film" error on the dimension exl 200 instrument, a united states customer informed a siemens customer care center specialist that smoke emitted from the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and determined that the blower fan was not spinning. Subsequently, the cse replaced the cuvette heat torch and removed the tape from the blower/cuvette form assembly. The cse verified that all instrument temperatures were in range. Then, the cse successfully manufactured formed cuvettes in cuvette diagnostics by cycling cuvettes without observing process errors. The cse also ran a full system check, and the customer ran quality controls (qc), and results recovered within acceptable ranges. The tape located on the cuvette form assembly and the malfunctioned cuvette heat torch contributed to the event. This analyzer is a ul listed instrument and conforms to the requirements that materials, including the heat torch, used will not lead to an open flame. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
While troubleshooting a "cuvette cartridge out of film" error, the customer heard a noise at the cuvette diaphragm of the dimension exl 200 instrument. As a result, the customer inspected, removed, and replaced the cuvette diaphragm. When the customer subsequently cycled cuvettes, the noise continued, and cuvettes were not formed. Then, the customer reported that smoke emitted from the diaphragm and stopped cycling cuvettes. The customer confirmed that there were no flames, sparks, or harm associated with the event. The customer had a backup policy to process patient samples when the instrument is down. There are no known reports of adverse health consequences due to this event.